Event description:
During follow-up, it was observed that the patient had received multiple inappropriate high voltage therapies due to noise on the right ventricular lead. The lead was explanted and replaced, and the patient was stable following the procedure.

Manufacturer narrative:
Testing of the lead in the laboratory did not identify any malfunctions that would have resulted in the reported event of noise and inappropriate high voltage output. A partial lead was received, returned in two pieces. Electrical testing was normal, and visual inspection of the lead found damage consistent with that occurring at time of explant.